Event description:
The patient experienced a shocking or jolting sensation; no additional details were provided. It was also reported that the recharger was displaying the overtemp symbol and the patient felt a shocking sensation one time when recharging. They were planning to replace the recharger. Additional information has been requested, a follow-up report will be sent if additional information becomes available.